Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. An infusion set change was performed to address the past occlusion alarm. There was no reported adverse impact to the customer's blood glucose (bg) level for the past occlusion alarms; current bg level was 162mg/dl. A system check was performed and the occlusion alarm was found to be within the cartridge. A supply change was performed and insulin deliveries were successfully resumed.